Event description:
A hospital in (B)(6) reported that when the respiratory therapist went to the patient's bedside to tend to a water leak found below an mr290 autofeed chamber they saw a white creamy residue in the circuit and chamber, and when the rt pulled out the chamber to inspect, they noticed a large hole in the aluminium base of the chamber. No alarms were reported from the humidifier. While the ventilator, humidifier, and chamber were being replaced for the patient, the patient was mechanically ventilated with a bag. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that when the respiratory therapist went to the patient's bedside to tend to a water leak found below an mr290 autofeed chamber. They saw a white creamy residue in the circuit and chamber, and when the rt pulled out the chamber to inspect, they noticed a large hole in the aluminium base of the chamber. No alarms were reported from the humidifier. While the ventilator, humidifier, and chamber were being replaced for the patient, the patient was mechanically ventilated with a bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber mr290 is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fph in (B)(4). The chamber was visually inspected. Results: the visual inspection revealed that the aluminium chamber base was damaged and a large amount of white residue was found inside the chamber. In order to determine the nature of the white residue present in the chamber, an energy dispersive spectroscopy of the substance was performed by the (B)(4) on (B)(4) 2012. The eds detected carbon, oxygen, sodium and aluminium. An ftir analysis of the white residue was then performed by the (B)(4) on (B)(4) 2012. The result indicated that the recorded spectrum was most similar to that of sodium citrate. Sodium citrate would have caused the damage observed to the chamber base. Conclusion: it is therefore our conclusion that a solution of sodium citrate had entered the chamber via the feedset tube from an external source, most likely from the attached water bag. The user instructions which accompany the mr290 chamber make it quite clear that the mr290 chamber is only to be used with water.